Manufacturer narrative:
Correction: a medtronic representative reported that a c-arm was brought into the operating room (or) to complete the procedure. It was reported that the site extended the surgical range by 1 vertebrae due to the weaker bone construct. The medtronic representative reported that there was no allegation of deficiency against a medtronic product as a possible anatomical shift occurred.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed that the unit was functioning as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, a screw fell out of soft bone in the l4 vertebrae after placement. The surgeon elected to bring in a c-arm to place a new screw on the l5 vertebrae. When replacing the new screw, it was reported that the screw breached a vessel leading to bleeding. A team was brought into the operating room (or) to stop the bleeding. There was a reported delay to the procedure of less than 1 hour due to this issue. No allegations of deficiency against the medtronic product line were made, the reported issue was submitted to medtronic to show awareness of the reported issue occurring.